Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer called and stated that they had a few errors 23008 on the universal surgical manipulator (usm) arm 4 and then the lights were not lit on the usm arm 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) found that they had disabled the usm arm 4. The tse explained that the error may return, and they would have to restart the system to allow the usm arm 4 to possibly function normally again. The customer restarted the system and there were currently no errors. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the usm arm 4 was disabled for the remaining of the procedure due to the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) came into failure analysis with reported problem of error 23008. The reported problem has been confirmed and replicated. The logs recorded error 23008. While performing a visual inspection, no issues were found related to reported problem. The unit was tested on an in-house system in normal mode with no triggered errors. During patient side cart fixture test platform (pftp) testing the unit failed sensor check. The error log recorded 23008_p1: 0x3, indicating insertion. The installed golden insertion searchlight passed sensor check and continued testing. After testing was completed, the insertion searchlight was tested. Failure was replicated. Failure analysis was able to conclude that the insertion searchlight printed circuit assembly (pca) was found to be the root cause of the reported event.